Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Event description:
Information received by medtronic indicated that there was a leak from the valve of the sheath during a cryoablation procedure. It was reported that bubbles were forming at the valve on the sheath. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.